Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The article was written by derek f. Amanatullah, robert t. Trousdale, arlen d. Hanssen, david g. Lewallen, and michael j. Taunton. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and/or allergic reaction.¿ number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity." Number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." Number 16 states. "Intraoperative or postoperative bone fracture and/or postoperative pain." This information was originally reported on 1825034-2016-00713 which referenced a journal article written on this and similar studies.

Event description:
Information was received based on a review from the journal article, "non-oncologic total femoral arthroplasty: retrospective review." This study involved a total of 20 non-oncologic tfas performed for non-oncologic indications from 1994 to 2007. This article reported initial revisions due to (1) infection, (2) periprosthetic fracture, (3) aseptic loosening, and (4) combination. Subsequent revisions due to (4) infection, (2) due to instability and concomitantly infected, (2) due to instability, (1) quadriceps dysfunction pre-operatively and was revised to a constrained liner. Reported complications include (3) cases of post-operative infection, (1) case of post-operative instability resulting in a dislocation and concomitantly infected, (2) patients had significant post-operative leg length discrepancy (greater than 4 cm), and (1) patient developed a post-operative knee flexion contracture. In conclusion, non-oncologic tfa is a viable alternative to amputation in non-oncologic patients with massive femoral bone deficiency. Tfa should be viewed as a salvage procedure only preferable to hip disarticulation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information: the following sections were updated: describe event or problem: added additional information, catalog and lot number, manufacturer narrative. The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation

Event description:
Further review of the article identified four (4) unknown patients that experienced instability on unknown dates. There has been no further information provided and the patients outcome is unknown.